Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the iol met release criteria. Root cause cannot be identified at this time. The device remains implanted. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
Following intraocular lens (iol) implant surgery, a consumer reported his eye pressure had risen and to have a film causing decrease in sharp focus vision. In a follow up the surgeon reported posterior capsular opacification and has treated the consumer for iritis with topical medications. The surgeon reported the consumer's symptoms appeared after stopping regular postoperative topical medications.